Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error or excessive no delivery alarms were noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during basal. It was also reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).